Event description:
A report was received from the USA with information that a ventilator entered a ventilator inoperative condition. The malfunction did not occur during patient use. The date of the event was not reported.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the customer reported issue. The cse replaced the electromagnetic interference (emi) inspiratory module printed circuit board assembly (pcba). The ventilator passed short self-tests (sst), extended self-testing (est), calibrations, and performance verification testing (pvt). (B)(4).